Event description:
It was reported that a volume discrepancy occurred; the actual residual volume (arv) was greater than the expected residual volume (erv). On the date of this report, the health care provider (hcp) was performing a refill and aspirated yellow fluid during the refill. The arv had been 8ml of cloudy yellow fluid while the erv had been 2.3ml. The hcp changed needles and re-accessed and didn¿t get anything back. The pump was refilled on the date of this report. It was noted they were ¿usually off by maybe 3ml at previous refills¿. It was reported that the patient was having an ¿up and down fever for a couple weeks¿. It was noted the hcp could send the needle back for analysis; however, it was unclear if it was to be returned and there were no allegations against the needle. The original needle used to aspire the 8ml of fluid was the 1.5 inch needle. The hcp made a second stick with another needle but was not able to aspirate any fluid. The device system was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).